Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose over 1200mg/dl. The customer experienced nausea, vomiting, and excessive thirst. Troubleshooting was performed, and the time was incorrect. Assisted the caller with correcting. The bolus wizard settings were correct. Reviewed the alarm history and found no power alarm. Assisted the caller to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. Instructed the customer to remove the cannula it was bent and occluded. Advised the caller to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.